Manufacturer narrative:
Since the complaint in question was submitted to hamilton medical ag almost 2 years ago, no attempts will be performed to obtain additional information. No further investigation or correction will be performed except those mentioned above. The event is not deemed to be a reportable event. The allegation in this complaint was confirmed to be a complaint. With this investigation it has been confirmed that the device failed to meet its specifications at the time of the event while the ventilator was tested to be used. The root cause was determined to be defective ipp esm board. In consequence (correction) the ipp esm board was replaced. There was no patient involvement and no harm to the user.

Event description:
This g5 was delivered to the hospital in february 2020. The hospital staff was planning to use this g5 for their patients. When he turned on the g5, the keyboard was displayed and could not be used. What do you think could be the cause?